Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/4/2023. Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: what was being done when the suture broke/needle broke (removal from package /during passage through tissue/ during tying / post-op)? What do you mean by "to put in the third suture"? Please explain device return status. Please document the shipment tracking number: I wanted to follow up and give the details of the product complaint again. The marissa day called in to make a complaint regarding product code y426h. She advised that the box was opened for use and the initially the product was used without any issues however, when customer began to use another suture from the box the suture broke while in use. According to the sales rep the same thing happened with the following 2 sutures. Additional information was requested, and no answer was obtained. If any additional information is received, a supplemental medwatch report will be sent. What is the lot number? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-02632 & 2210968-2023-03285.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture completely broke by the time they tried to put in the third suture. No adverse patient consequences were reported. Additional information was requested.